Event description:
It was reported that a retained material was identified inside the patient's body. The patient underwent left gonadal vein embolization using a 177cm coil pusher-16 coil. During the procedure, the coil did not deploy as usual, requiring the physician to manipulate the coil to complete the deployment. At the time, there was no indication that the device was damaged or that the patient retained any material. The procedure was completed as intended, and the device was discarded after the procedure as per the usual process. The patient had an uneventful recovery and was discharged the same day. However, three months following the embolization procedure, the patient had a computed tomography (CT) scan at a private radiology service. It was noted that a retained material had been identified, which was likely from the embolization procedure. The patient is currently seeking medical advice regarding the retained material.